Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Analysis of the logs showed that in log 279 that there was instances where the motor was moving in the incorrect direction. Upon inspection of the circuit part of the four board set there was a wire clipping inside the handle housing that could cause a short. The action of shorting pins 9 and 10 together resulted in the clamp motor running in the reverse direction. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. An investigation has begun to determine corrective actions. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric sleeve procedure, the device had 186 lives left but did not fire. Its reload was stuck in the adapter. The surgeon was not able to press the green button. Other parts were also tested the adapter had 11 lives left, but appears to be longer than usual, reload had an abnormal sound, it also turned 45 degrees to the left, and its joint pulled out of the metal rolling. The reload jammed into the adapter and at this point, an error message appeared. The adapter and the reload can not be used and were disconnected from the handle. Replaced by a new shell, adapter, and reload and functioned as expected. No patient involvement reported.